Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose level was 250 mg/dl. It was reported that the reservoir was getting bubbles more than before. It was reported that they had damage on the side of the battery compartment. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The reservoir will not be returned for analysis.